Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11515. It was reported that the patient presented for a routine generator replacement procedure. When the new pacemaker was connected to the competitor ventricular lead, the ventricular impedance was high and out of range. The lead was then connected to the old pacemaker again, showing a normal impedance. The lead was then connected to a second new pacemaker, which also showed a high and out of range impedance. The lead was then connected to the first new pacemaker again, which was implanted with programming changes made to adjust for the high impedance reading. The second new pacemaker was not used. There were no patient consequences.